Event description:
On (B)(6) 2012, it was reported that the pt noticed that the self-adhesive on his infusion set was wet on several occasions. The pt has been experiencing this problem for three months. His blood glucose levels have been elevated as high as 550 mg/dl. He has been able to correct the elevated levels himself. He thinks there is a leak between the cannula and self-adhesive. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The reference samples were analyzed against the customer's allegation. The complaint describing a leaky on the head set cannot be verified, the head set meets product specifications. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The problem mentioned by the customer could not be reproduced. No product returned for evaluation.